Event description:
It was reported that a day prior to implant the device was interrogated and had a battery voltage of 2.82 volts. The device manual recommends a minimum battery voltage of 2.85 volts at room temperature prior to implant. It was also noted that the device was nearing its expiration date and had been stored at temperatures above 80 degrees. The device was not implanted and another device was used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned sealed and unopened and analysis found no anomalies.